Event description:
A dialysis home patient reported a system error 2240 alarm in drain 2/3 during treatment using homechoice device. The patient noted the patient line of the homechoice set bacame disconnected from the patient's transfer set while he was asleep. The patient ended treatment at the time of the alarm and went to the dialysis unit that morning and received prophylactic antibiotics. There was no patient injury associated with this incident per the home patient.